Event description:
It was reported by the physician that their handheld would not charge. No additional information is available. New handheld was shipped to the site and the old handheld was returned to manufacturer which is currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.